Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following was answered: was the device was reprocessed at the customer site before the device sent in the repair center? The device reprocessing was not done adequately in routine. A. Any malfunction of reprocessing accessories? No. B. Delay of pre cleaning? Sometimes. C. Delay of manual cleaning (if delayed, pre soaking is required)? Yes. D. Air / water flush during pre cleaning? Not always. Missing out on using mh-948 is observed. E.detergent flush during manual cleaning? Miss outs on detergent cleaning. F. Brushing / wiping of the distal end during manual cleaning? Yes, its is done after disinfection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material may have remained in the air/water nozzle and the plastic distal end cover remained dirty since reprocessing deviated from the instructions for use (IFU). The event can be prevented by following the instructions for use: "IFU: gif-q150, cf-q150l/I operation manual chapter 3 preparation and inspection shows how to detect the events. IFU: gif-q150, cf-q150l/I reprocessing manual 3.3 precleaning 3.5 manual cleaning shows how to prevent the events." Olympus will continue to monitor field performance for this device.

Event description:
An evaluation of the returned loaner gastrointestinal videoscope revealed presence of foreign object in the nozzle. Foreign material was yellowish/brown in color but it was unknown what the foreign material was. The distal end cover was dirty. There was no complaint from the customer and no patient involvement.

Manufacturer narrative:
There were few additional findings. The distal end cover had a dent. The bending section cover had discoloration and the adhesive was detached. The coating of the connecting tube was peeled off. Light guide cover glass had a dent and image guide protector had a cut. The following parts of the scope were dirty- scope connector cover, grip, control unit, knobs, and scope connector. The forceps channel port had a dent. The universal cord had discoloration. The connecting tube had a cut. The device exhibited low angulation. The play of the knobs was out of standard value. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.